Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited far field oversensing on the right atrial (ra) channel leading to inappropriate storage of atrial tachy response (atr) episodes. The device was reprogrammed and then t wave oversensing was observed on the right ventricular (rv) channel. The health care professional (hcp) reached out to technical services (ts) for additional programming and troubleshooting suggestions. Upon review of stored episodes, ts found that the device had stored inappropriate signal artifact monitoring (sam) episode as a result of oversensing noisy signals. The plan is to perform device reprogramming during the next in-office visit. Additional information received reported that this pacemaker continued to exhibit t-wave oversensing, resulting in pacing inhibition. Technical services (ts) recommended programming automatic gain control (agc). The pacemaker was switched to agc sensing, and the patient was directed to climb a flight of stairs. No t-wave oversensing was observed until the pacemaker was switched back to fixed sensitivity. This pacemaker system remains in service, and the device was reprogrammed with agc sensing. No adverse patient effects were reported.